Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 152 mg/dl. The customer¿s other blood glucose level was 167 mg/dl. The customer stated that they were able to clear the alarm and complete the rewind. The customer stated that insulin pump had insulin flow block alarm and customer change the insulin pump and it was working out. The customer stated that the insulin pump had stuck button alarm. Device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Unexpected battery power loss not confirmed. Failed battery test not confirmed. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarms due to a software error. Device was connected to a test transmitter or sensor and monitored without any connection interruptions.